Event description:
The patient's mom/reporter claimed the animas pump delivered insulin with no user intervention during the early morning of (B)(6), 2012. The pump history showed 10 units and 7.9 units were delivered around 12:36 am while the reporter and the patient were asleep. At 3 am, the patient reportedly had symptom of shaking and tested at 21 mg/dl. The reporter called the paramedics and promptly treated the patient with quick acting carbohydrate placed in the patient's cheek/oral cavity. By the time the paramedics arrived, the patient's blood glucose was at 70 mg/dl. The alleged inadvertent insulin delivery issue was not resolved with training. There was no product misuse. The reported issue was never duplicated after the incident. The reporter confirmed nobody programmed the two insulin dosage delivery on the morning of the incident. The subject products were requested back for investigation. This complaint is being reported because the patient had low blood glucose reading less than 40 mg/dl after the inadvertent insulin delivery issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: the complaint was not able to be duplicated during the investigation process. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. No unprogrammed boluses were delivered or recorded in the pump history during a 24 hour exercise period. Only typical usage alarms and warnings were observed in the black box download. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was examined and no defect found.